Event description:
Reference number (B)(4). Event occurred in egypt it was reported that on (B)(6) 2026, the patient reported infusion set tubing separation with resulting high blood glucose levels. Treatment was administered via manual insulin injection. No further information available.